Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 431 mg/dl, 424 mg/dl. Other blood glucose value mentioned is 331mg/dl. The customer also reported that the ketones are also present in their blood glucose. The customer declined troubleshoot for high. The insulin pump will not be returned for analysis.